Event description:
Davol bard mesh placed during (B)(6) 2000, hernia repair failed in (B)(6) 2011. Surgery to remove mesh was complicated by mesh adhering to bowel and surrounding organs. Removal of mesh resulted in perforation to bowel, sepsis, and death.